Event description:
This literature solicited (retrospective eval) case was received on (B)(4) 2013 via an article: yamagami h. Report of sodium hyaluronate with cross-linked forms (synvisc) in the treatment of osteoarthritis of he knee. Pain clinic. 2013 nov; 34(11): 1533-1537. From this publication three other cases were also reported: (B)(4). This case concerns a pt (demographics unk) who developed acute local reaction of swelling and pain after receiving treatment with synvisc injection. Past medications included treatment with non-steroidal anti-inflammatory drugs (nsaid's) for knee osteoarthritis. No relevant medical history, concurrent conditions and concomitant medications were reported. On an unspecified date, the pt initiated treatment with intra-articular synvisc injection, weekly (dose, batch/lot and expiration date unk)into an unspecified knee for knee osteoarthritis. Few days later, the pt developed acute local reaction' pain and swelling. On unspecified dates, the pt underwent arthrocentesis two times (unk amount of joint fluid was aspirated, each time) and was administered water soluble dexamethasone injection at a dose of 1 mg as a treatment for the events of pain and swelling. Outcome for both events: unk. In author's opinion, one of the synvisc's disadvantages is to cause the acute local reaction; pain and/or swelling that may be seen following its administration while these events do not necessarily occur after the first dose. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, pt experienced pain and swelling after receiving treatment with synvisc for knee osteoarthritis. Although, the role of device cannot be ruled out based on device-event anatomical relationship; however, the role of underlying osteoarthritis progression in the causation of the vent cannot be ruled out.